Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute rx stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on withdrawal of the stent it was found to be deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 13th and 14th distal stent segments were raised and deformed. The distal tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).